Event description:
The customer called for help with his elite and contour meters. While troubleshooting, he tested his blood glucose using both meters. The contour read 211 mg/dl, while the elite read 48 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting of the elite system. No products will be returned for evaluation at this time.